Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available for eval.

Manufacturer narrative:
Upon compeltion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that two very small pieces of catheter were visually inspected and all of the ends seem to have a clean cut. It might be possible that a sharp or pointed object has come into contact with the catheter, but this however could not be confirmed. A review of the device history records confirmed that a record review is not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the device was implanted via v-p shunt on (B)(6) 2010 to the patient ((B)(6) female). In (B)(6) 2014, the patient¿s condition got worse and it was found by CT scan that the ventricular catheter came off of the valve. It was confirmed that the catheter had a slit. On (B)(6) 2014, the reoperation was performed and the catheter was reconnected using non-absorbable suture. The patient is now followed.